Event description:
It was reported post to a laparoscopic gastric band procedure, the port flipped in and has to revised. The surgeon fixed the velocity port to the layer of muscle covering the sternum.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.